Manufacturer narrative:
The insulin pump passed the displacement test test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. However, the insulin pump alarmed during the occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a motor error alarm during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 400 mg/dl at the time of the call. No further information was provided.